Event description:
Maude event report volun on 09-apr-2009: "stryker hip stem had to be replaced, because it was "deficit argonding" to my orthopedic surgeon. It never adhered to the bone. It gave me severe pain. This for the second time on the same hip for no other than stryker's hip stem was "deficit". I have all paper work to show this. All of it."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.